Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not being "picked up" by the remote monitor. It was noted that the device had exceeded it's expected longevity. The device remains in use. No patient complications have been reported as a result of this event.